Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported device damaged by another device appears to be due to user technique/procedural circumstances. The reported single leaflet device attachment (slda) appears to be due to the device damaged by another device, as the implanted clip got detached from posterior leaflet after the second clip came in contact with the first one. The definitive cause of reported patient effect of thrombosis could not be determined. The reported worsening mitral regurgitation (mr)was due to slda. The reported patient effect sof worsening mr and thrombosis are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the thrombus, damaged caused by another device, and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds 80911u110) was advanced to the mitral valve, and a small clot was noted at the base of the clip. It was noted that the activated clotting time (act) was about 250. An additional 2000 units of heparin were given. The decision was made to deploy the clip without waiting for the clot to dissolve. After clip deployment, the cds was removed with the clot. The mr was reduced to 2-3. The second cds (80329u106) was advanced to the mitral valve and grasping was performed; however, the pressure gradient increased to 9mmhg. The leaflets were un-grasped, and the pressure gradient returned to the baseline (2mmhg). The second clip was not implanted. During removal of the cds, the clip became stuck on the posterior leaflet. Troubleshooting was performed to free the clip; however, the ntr clip to detach from the posterior leaflet and remain attached to the anterior leaflet (slda). The posterior leaflet was torn and the mr returned to 4; therefore, the patient was sent to surgery. No additional information was provided.